Manufacturer narrative:
The reported field event of premature depletion could not be confirmed. Final analysis found the device was above elective replacement indicator (eri) when received, and the remaining battery capacity was higher than the battery capacity requirement for implant. No anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was not implanted. There was no patient involvement.